Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call that the esc button on the insulin pump does not click as the other buttons and does not respond properly as the customer has to press is multiple times to make it work. It was also reported that the piston has discoloration and possible roughness. No significant events leading to the keypad issue and damage. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened keypad dome. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. The keypad connector closed properly.